Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary as reported, when testing the device prior to an unspecified procedure, the basket of an nforce nitinol helical stone extractor would not open and close normally. The device did not make patient contact. Another device was used to complete the procedure. There was no reported impact to the patient as a result of this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device. The investigator made the following notation: the device was returned in the marketing carton without the outer packaging. The handle and the basket were in the open position. The basket formation had approximately 2cm of coil assembly visible at the distal end of the basket sheath. The collet knob and mlla (male luer lock adapter) were tight. The pett measured approximately 1.7cm. The handle does not actuate the basket formation. The handle was disassembled. The basket sheath and support sheath were detached, and there was adhesive visible on the basket sheath. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows one other complaint associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was open and could not be closed due to sheath damage. The basket sheath and support sheath had separated. The cause for the damage was unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. Additional/corrected information: b3, b5,e1b. Additional information: d4, h4. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 22sep2021: the user facility has reported this event to the chinese national medical products administration (nmpa). The date of event was updated.

Manufacturer narrative:
Name and address- postal code: (B)(6); phone: (B)(6). PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, when testing the device prior to an unspecified procedure, the basket of an nforce nitinol helical stone extractor would not open and close normally. The device did not make patient contact. Another device was used to complete the procedure. There was no reported impact to the patient as a result of this occurrence.